Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having a severe open bite while using their retainers and byte has not been able to fix their teeth. The patient also mentioned having some discomfort of a level 1 and that they would like to have a refund due to the FDA recall.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.